Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy procedure, when using on a blood vessel, the first firing stopped midway. They replaced the reload and continued using the handle to complete the case. No patient injury.